Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fluid leak through the administration port of an all-in-one container. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During functional leak testing and visual inspection, leak was identified in the port tube seal. The reported issue was verified. The direct cause of the condition was caused by a machine failure, specifically a sealing machine failure. Should additional relevant information become available, a supplemental report will be submitted.